Event description:
The fse reported battery and image processor failures which resulted in intermittent no boots, reboots and communication failures. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery and image processor board were evaluated and replaced. The system software and configuration files were reloaded. The voltage on ffb board was readjusted. The output pins on generator ps1 was cleaned. The system was tested and found to be working as intended and returned to service.